Event description:
It was reported that the ipg had migrated causing difficulties in charging, charger aligning and remote control(rc) communication. It was also stated that the ipg would shut off and the patient would continue to feel stimulation in the feet. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.